Event description:
It was reported the pump battery did not charge when plugged into a power source. There was no adverse impact to customer's blood glucose level. Reportedly, the customer reverted to an alternate pump for insulin therapy.